Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen. The proximal end of the balloon was torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.